Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-14331. Manufacturer report number: 2017865-2019-14333. Manufacturer report number: 2017865-2019-14334. It was reported that the patient presented with open pocket with pacemaker not visible. The patient is not device dependent and was in complete heart block. The physician denies the presence of infection. The pacemaker, right atrial lead, right ventricular lead, and left ventricular lead were explanted. The patient was stable post procedure.